Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia during the reported event period. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was unable to deliver insulin from 6:19 pm to 9:39 pm because the insulin cartridge was empty and was not immediately replaced. The ilet was appropriately triggering device and cgm glucose alerts. The device volume was set to "off" on 6/9/2024. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. The user failed to promptly replace their empty insulin cartridge, resulting in hyperglycemia. This hypoglycemic event resulted from the correction insulin delivered during this prolonged period of hyperglycemia and the ilet being unable to deliver insulin. Having the device volume set to off and not acknowledging any of the device alerts contributed to the severity of the event.

Event description:
On 6/14/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 6/10/24. On 6/10/24 the user reported they fell asleep at 6:30 pm and subsequently had occluded infusion set tubing. The occlusion was fixed around 9:30 pm, which allowed the ilet to resume delivery. The user reported their bg dropped into the 40s mg/dl. The wife administered inhalable glucagon, and paramedics were called. When the paramedics arrived the user's bg was at 61mg/dl. No treatment was needed beyond monitoring, as the user had already consumed carbs to address the low bg. The user expressed concern about the ilet alarms being too quiet and not hearing them. During a training session on 6/14/24, it was discovered by the cds that the device volume was off, explaining why the user didn't hear the alarms. Discussions included mirroring alarms in the dexcom app and enabling it to override "do not disturb" settings. The cds assisted the user in enabling the device volume and explored additional alert options via their phone.